Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic gel pads) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had low flow while patient undergoing normothermia mode of therapy. Nurse went through all troubleshooting and switched out the device but still had low flow. Nurse would try with new pads now and would call back if unable to resolve the issue. Mss instructed user to keep old pads and call field assurance if new pads worked. Charge nurse stated pad was faulty, not the device. Therapy was ongoing with no further issues. Per follow up via nurse on (B)(6) 2021, therapy completed and pads were disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had low flow while patient undergoing normothermia mode of therapy. Nurse went through all troubleshooting and switched out the device but still had low flow. Nurse would try with new pads now and would call back if unable resolve issue. Mss instructed user to keep old pads and call field assurance if new pads worked. Charge nurse stated pad was faulty, not the device. Therapy was ongoing with no further issues. Per follow up via nurse on 11may2021, therapy completed and pads were disposed of.